Manufacturer narrative:
Unexpected restart alarm and memory was erased after battery change due to faulty c13 on interface board. Pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test and rewind test. No numbers count down anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump loses data at every battery change. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.